Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, mild paravalvular leak was noted and no treatment was reported. At the end of the procedure, an access site dissection was noted and a surgical graft was placed. An electrocardiogram revealed complete heart block and a permanent pacemaker was implanted the following day. The patient was discharged to home seven days after the valve implant procedure. Additional information was received to report further details of this adverse event. Vascular access was obtained via the left femoral artery and the dissection occurred at this site. The minimum access diameter of the left femoral artery was 5mm and the left iliac artery was 4.5mm. The dissection occurred at the end of the implant procedure. Per the physician, the patient's anatomy was mildly tortuous with severe calcification.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-29, (unknown serial/lot); product type: 0195-heart valves; implant date (B)(6) 2024, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, mild paravalvular leak (pvl) was noted and no treatment was reported. At the end of the procedure, an access site dissection was noted and a surgical graft was performed. An electrocardiogram (ECG) revealed complete heart block (chb) and a permanent pacemaker was implanted the following day. The patient was discharged home 7 days after the valve implant procedure.